Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: total hip arthroplasty : direct anterior. Description of event: the rep was not present for the case. The alexis tore during the procedure into multiple pieces. The surgeon noticed at the end of the case when removing the device. The surgeon was able to retrieve all the fragments. It is unknown how the bag tore. The middle of the alexis sheath tore and ripped into little pieces. No tissue was being removed. The device was placed around the thigh near the pelvis above the femur in a 4-5 cm incision. No specimen was manually morcellated for removal. Product is not available for return. Type of intervention: the case was completed with the same device. Patient status: no patient injury.

Event description:
Procedure performed: total hip arthroplasty ¿ direct anterior. Description of event: the rep was not present for the case. The alexis tore during the procedure into multiple pieces. The surgeon noticed at the end of the case when removing the device. The surgeon was able to retrieve all the fragments. It is unknown how the bag tore. The middle of the alexis sheath tore and ripped into little pieces. No tissue was being removed. The device was placed around the thigh near the pelvis above the femur in a 4-5 cm incision. No specimen was manually morcellated for removal. Product is not available for return. Type of intervention: the case was completed with the same device. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.